Manufacturer narrative:
It was confirmed that the device will not be returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: excessive heat. Probable root cause: ccu fan. Ccu electrical failure. Use error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the heat was excessive. Therefore, there was a thermal event.